Event description:
The customer reported via phone call that there was physical damage on the insulin pump. The customer's blood glucose was 5.5 mmol/l. The customer explained that the reservoir compartment was completely broken. The customer's insulin pump was not bumped or dropped. The customer was advised to revert to a back-up plan per healthcare provider's instructions as moisture could enter the insulin pump because of the cracks. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.